Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 19.01 mmol/l. Customer stated that they have backup plan available. The customer was treated with insulin pump. The customer stated that the drive support cap is loose. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 15 mmol/l. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer did not received failed battery test. The customer was advised to monitor device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery alarm was noted. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.